Manufacturer narrative:
(B)(4).

Event description:
The reported glucose values fall within the d zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available. No product was provided for evaluation. The reported inaccuracy could not be confirmed and a probable cause could not be determined via product. The reported glucose values fall within the x zone of the parkes error grid.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test passed. Bluetooth device pairing test passed. Global transmitter final functional test passed. The customer complaint was confirmed because a cgm inaccuracy was observed in the logs. A probable cause could not be determined via product evaluation.